Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that system problem 77 occurred. In the past week or so, have been using it with no text being displayed while charging, and no good results, the condition has been poor, so it was used deceptively. A battery reset was performed, but a system problem 77 occurred again. Issue was not resolved. No health damage noted. Additional information was received from a rep. It was reported that a replacement recharger was sent to the patient because it was generating heat during charging and it was strongly suspected that the wire was broken.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6): g2. Foreign: jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger h3: the recharger, model# 97755 serial# (B)(6), was returned for product analysis. Analysis found a recharge antenna failure; there were reported findings of "get manufacture struct command and response / osiris error!" No anomalies were visually observed, and there were no issues with finding or charging an ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.